Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. However, at the end of the test run, both controller surfaces (top and bottom) felt warm to touch. Internal analysis of the controller found that the q3 transistor is warming its surrounding area and had a thermal measurement of 99.3°c which was within its operating specifications of 150°c. However this could explain why the device was perceived to be hot, but there was no failure of the device. The controller performed as expected. Labeled for single use.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (122ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient complained of a controller that was warmer than usual after. The controller temperature was determined to be con temp 56 celsius. The controller was exchanged with no impact to the patient. No further information was provided.